Event description:
A user facility reported to olympus that when the camera head was inserted, the connection rattled and the image was lost. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a locking lever failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 13 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the image disappeared due to rattling when the camera head was inserted, and information was obtained that it was due to fatigue of the video connector receiver. The cause of the fatigue of the video connector receiver could not be identified. Olympus will continue to monitor field performance for this device.